Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies with the exception of damages consistent with those occurring at the time of explant. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that there was a loss of capture and sensing on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.